Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's clinical educator from hospital reported the customer was hospitalized due to high blood glucose on (B)(6) 2017. Call was disconnected and no further information was provided. The insulin pump is not returning for analysis.